Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. The customer continued to use the pump for insulin therapy.